Event description:
Customer reported the sensor reading have been inaccurate. Customer reported the sensor would read he was 400 mg/dl and then in a moment or two it would say he was 50 mg/dl, when he was normal. Customer does not remember exact blood glucose reading. Customer stated that the senor was bent or crimped. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.